Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g there was a crack in the connection. There was no report of patient impact. The following information was provided by the initial reporter: medication leaked from the plastic part. During injection with a injection needle, medication leaked from the plastic part (orange plastic connecting the needle to the syringe). New amelivu opened and secondary injection proceeded, judging by the medical staff that most drug was not injected into body. After the procedure, a fine hole in the middle of the plastic was observed through microscope.

Manufacturer narrative:
H.6. Investigation summary: it was reported medication leaked from the orange plastic part. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle hub has a molding short shot about 3/16" from the bottom of the needle hub. No other defects or imperfections were observed. Previous investigations have confirmed a short shot in the molding has induced a similar symptom. After analysis of the molding tool, it was determined that stripper bushing wear could have contributed to the defect reported. A device history record review was completed for provided material number 305106, lot 1300844. The review revealed there were no detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on (B)(6) 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.